Event description:
A report was received through the FDA's medwatch program. It was reported that a revision total knee for instability and avn of patella. Per the report, the surgeon removed the patella and implanted a zimmer tm patella, there have been problems with subluxation.

Manufacturer narrative:
Attempts are being made to obtain further info. Should this be successful, update info will be provided.